Event description:
The customer originally reported that the device did not activate. There was no pt injury. When the sample was returned for evaluation, the knife was found to be protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). A visual inspection showed tissue in-between the jaws. The jaws of the device were struck shut and the knife was protruding from the jaws. The knife webbing was bent. Tests for jaw gap and jaw splay were within the allowed range. The device was tested on simulated tissue for proper activation with acceptable results. Additional testing was performed with porcine kidney tissue. Multiple seals on various size vessels were made. The device performed satisfactorily during this test. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Covidien lp has implemented a new jaw/blade design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique. These corrective actions have greatly reduced reports of this type.